Event description:
Caller reported aviva system blood glucose result of 64 mg/dl, had hypoglycemia symptoms, felt shaky. Customer ate 2 bananas, retest result within 10 minutes was 202 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that during preparation for a stenting treatment procedure the package of the device was already open. When the physician went to open the package of the 2.75x38mm taxus liberte long stent, the outer foil pouch and inner pouch were already open. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is okay.